Event description:
N/a

Manufacturer narrative:
Please note that we erroneously submitted an initial MDR for this case. No investigation results are required to be submitted for this event, as the customer made a preventive maintenance request only. At present, we consider this request closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield swivel horseshoe headrest (a012) has a loose bar. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.